Event description:
The 300cm bmw wire was caught in the mid rca. Attempts to remove the wire resulted in breakage leaving 6ft in the rca--aorta. Wire eventually successfully removed from the pt's body.